Manufacturer narrative:
The device was analyzed by the distributor of the lead, st. Jude medical. The lead was returned in two pieces. The part of the lead with the pin was measured 31 cm in length. A separate 3 cm portion of the lead was returned that contained the coil fractures. The 3 cm portion had deep coil imprints in the insulation indicating the fractured area was under pressure. Coil filars individually fractured in different places along a 1.5 cm length from the main fracture. An outer insulation surface abrasion was observed in tea main fracture area with the insulation also punctured there from being pressed against fractured ends of the coil. The ends of the coil were examined by sem and observed cyclic stress marks in all 4 of the fractured filar surfaces. Cyclic pressure and cyclic bending was occurred in the areas of fracture. The device was not returned to greatbatch medical for analysis.

Event description:
It was reported that the lead was fractured. At f/u, it was found that the lead was broken. A re-operation was performed and explanted the device and the lead.